Event description:
The customer contact reported leakage was noted in the device from the disposable batteries. There were no reports of any adverse pt events while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment, the battery door and the middle printed circuit board. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.